Event description:
It was reported that the patient was experiencing pain at the incision between the shoulder blades. The physician removed the anchors on the cervical leads. The patient was doing well post-operatively. The explanted anchor was not returned as it was discarded by the medical facility.